Manufacturer narrative:
(B)(6). The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console repeatedly generated gas leak and catheter restriction alarms. The customer had checked and confirmed that all the connections were all tightened and properly connected. The customer received a catheter restriction alarm again and repositioned the iab. The alarm went away, but they then received a gas leak alarm again. The iab was removed and replaced with a new one with no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console repeatedly generated gas leak and catheter restriction alarms. The customer had checked and confirmed that all the connections were all tightened and properly connected. The customer received a catheter restriction alarm again and repositioned the iab. The alarm went away, but they then received a gas leak alarm again. The iab was removed and replaced with a new one with no further issues. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional information: patient dob added. Device evaluation: the product was returned with the membrane completely unfolded and blood found on the exterior of the catheter. The extender tubing was also returned. Two kinks were found on the catheter tubing and inner lumen approximately 45.5cm and 75.7cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The evaluation determined there were kinks in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A non-conforming material report review was completed for the reported product. No nonconformances were found that are considered to be related to the event. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required. Reference complaint # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console repeatedly generated gas leak and catheter restriction alarms. The customer had checked and confirmed that all the connections were all tightened and properly connected. The customer received a catheter restriction alarm again and repositioned the iab. The alarm went away, but they then received a gas leak alarm again. The iab was removed and replaced with a new one with no further issues. There was no patient harm or adverse event reported.